Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) of revb0467 showed no other similar product complaint(s) from this lot number.

Event description:
"It was reported that catheter presented hole around 20cm mark in the moment of its insertion. It was done the previous test to check the leaking and it was noted any problem. However, when pinching the catheter tip it's seen the orifice."